Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; -the reported event was reproduced. -defect of the mainboard was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
After installation of the device, the endoscopic image became green. There was no report of patient injury associated with this event.

Manufacturer narrative:
Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.